Event description:
The patient reported experiencing elevated blood glucose during the night while using this box of infusion sets. On (B) (6) 2010, the patient's blood glucose measured 78 mg/dl and the patient changed the infusion site. At 7:30 pm, the patient ate dinner and did not bolus. At 11:00 pm, the patient's blood glucose measured 96 mg/dl and the patient went to bed. On (B) (6) 2010 at 8:00 am, the patient's blood glucose measured 200 mg/dl and the patient bolused 1 unit of insulin. At 9:30 am, the patient's blood glucose measured 202 mg/dl and the patient ate and injected 5 units of insulin via syringe. At 12:00 pm, the patient changed the infusion site and blood glucose levels decreased. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.